Event description:
Customer sts that he has to take meds and then he checks his bgs level and he received a 431. Customer went to the hospital for dehydration.. Customer also, reported a motor error alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.